Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: no lot number was provided; therefore, a history record review could not be conducted., corrected data: h6, h10.

Event description:
It was reported that the device was beeping no disposable alarm after the cassette was infused for 24 hours. The user switched the cassette and pump starting infusing. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.